Event description:
As reported to coloplast though not verified, pt was implanted with restorelle directfix mesh. Later the pt experienced mesh extrusion, urge incontinence, vaginal pain and burning, urosepsis, frequent urinary tract infections, dysuria and grade 2 cystocele. An excision of the exposed mesh and anterior repair were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.